Manufacturer narrative:
(B)(4). A medtronic representative, following-up at the site, provided recommendations regarding registration, including avoiding the tip of the nose. Additionally, discussed proper tracer registration techniques with the attending registered nurse (rn). The medtronic representative successfully traced the bert demo head and tracked accurately. Reported issue could not be replicated. No issues with the software, functioning as it should. Software investigation completed. Findings are that, based on the registration pattern image provided and model, it can be seen that the tip of the nose was not part of the scan and it was used to trace. This results in failed tracer registration. Software is functioning as designed. Exam not to protocol.

Event description:
A medtronic representative received a report from a site registered nurse (rn) that, while in an ear, nose & throat (ent) procedure, the surgeon was unable to pass a tracer registration. The tracer pattern was not lining up on the 3d model where the surgeon traced on the patient's face. In trouble-shooting it was recommended repositioning the emitter closer to the patient as the emitter was approximately 10 inches from the patient. Tracer registration was successful, however, it was alleged to be 3-4mm inaccurate. A medtronic representative walked through pointmerge registration as the surgeon, and staff, were unfamiliar with that registration type. Attempted to explain refining the points further when the surgeon discontinued trouble-shooting and re-traced the patient. After this registration, the surgeon deemed being 2-3mm inaccurate. The rn noted there was a one-hour delay while trouble-shooting. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no clinical impact to the patient, or the outcome of the case.